Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving weak battery alarm and failed battery test alarm. Customer's blood glucose was 180 mg/dl. Troubleshooting was performed and customer did not have new batteries to continue troubleshooting. Customer would resume troubleshooting after getting new batteries.